Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) stopped going into the sheath valve upon attempting to shuttle the sealant down into the sheath. The sealant looked dry rotted and crumbled into pieces. A different mynx grip from the same lot number was used without any issues to complete the procedure. There was no reported patient injury. The vcd was used with a 6f non-cordis sheath. The device was stored and prepped according to the IFU. The procedure used a retrograde approach in the right femoral artery. The deployer was an experienced mynx user. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd or calcium in the vicinity of the puncture site. The sheath was not kinked or bent. The sealant was stuck to the device components. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, h3 and h6. Previous report stated the device was available for evaluation, however upon further review, the device for this event is not available. As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) stopped going into the sheath valve upon attempting to shuttle the sealant down into the sheath. The sealant looked dry rotted and crumbled into pieces. A different mynxgrip from the same lot number was used without any issues to complete the procedure. There was no reported patient injury. The vcd was used with a 6f non-cordis sheath. The device was stored and prepped according to the IFU. The procedure used a retrograde approach in the right femoral artery. The deployer was an experienced mynx user. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd or calcium in the vicinity of the puncture site. The sheath was not kinked or bent. The sealant was stuck to the device components. The device was not returned for analysis. A product history record (phr) review of lot f2226302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle advancement issue¿ and ¿component issue¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely (the sealant was stuck to the device components), which can cause resistance during the shuttle deployment step and damages to the sealant if excessive force is applied. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information provided suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) stopped going into the sheath valve upon attempting to shuttle the sealant down into the sheath. The sealant looked dry rotted and crumbled into pieces. A different mynx grip from the same lot number was used without any issues to complete the procedure. There was no reported patient injury. The vcd was used with a 6f non-cordis sheath. The device was stored and prepped according to the IFU. The procedure used a retrograde approach in the right femoral artery. The deployer was an experienced mynx user. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no presence of pvd or calcium in the vicinity of the puncture site. The sheath was not kinked or bent. The sealant was stuck to the device components. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2226302 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.